Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the pump had flipped. The patient had fallen. The event occurred on (B)(6) 2018. The patient came to the clinic for a refill on (B)(6) 2018 and the hcp discovered it had flipped. He manually flipped it over to fill the pump. The patient called the office on (B)(6) 2018 stating her incision at the pump was red, swollen, and draining. The patient was referred to the surgeon for evaluation. The issue was not resolved and the patient was "alive - no injury." No surgical intervention occurred; it was unknown if surgical intervention was planned. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.